Manufacturer narrative:
The sensor was removed from the user on (B)(6) 2026. No additional details were provided regarding the incident; thus, no further investigation was possible. The user declined to proceed with a new insertion.

Event description:
On april 16, 2026, senseonics was made aware of a sensor that became partially exposed after insertion. The patient reported that after insertion of a new sensor and during a separate health care professional (hcp) appointment the hcp observed bleeding from the incision site and that the sensor was partially visible. The sensor was removed and the user decided to discontinue use of the device.